Manufacturer narrative:
(B)(4)

Event description:
It was reported that there were issues with regard to an alarm. The alarm heard was not confirmed by telemetry. It was further reported patient had an inflammatory mass near the catheter pathway during the normal refill cycle. This was confirmed by MRI. Patient had been on a high concentration of drug and her hcp had already lowered the drug concentration. The actual residual volume was greater than the expected residual volume. Patient was in good condition and had an appointment with neurosurgeon to address the catheter. Additional information has been requested, but was not available as of the date of this report.